Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 8 months. Device evaluation the report of low speed and pump stop events can be confirmed based on the evaluation of the returned lead. Approximately 9.5 inches of the external portion/distal end of the percutaneous lead was returned. Tape had been applied approximately 2.5 inches from the metal/controller connector to cover up a tear in the reinforcing sleeve. The reinforcing sleeve was removed, and examination the shielding and bionate revealed an area with shield breakdown. Continuity testing was performed on the returned portion of the lead and a continuity issue was found in the black wire. The shielding and bionate were removed and examination of the underlying wires revealed a fracture of the green wire approximately 2.5 inches from the metal/controller connector, at the terminus of the distal-end bend relief. Further examination of the remaining wires in this area, revealed a partially fractured red wire. The red wire became fully fractured when force was applied. The conductors of both of these wires were exposed. The fracture of the black and red wires appeared to be the result of repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The fractured wires would have interrupted function as a result of the exposed conductors potentially contacting the braided shield and shorting to ground if the device was supported by the power module. This short to ground would have caused the reported low speed and pump stop events. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the hospital staff observed that estimated pump flows and speed were 'reading low' but normalized one day later. The manufacturer's technical services reviewed the submitted log file and observed multiple low speed and pump stoppage events when connected to the power module patient cable. X-ray images submitted indicated an area of concern proximal to the distal end bend relief of the percutaneous lead. On (B)(6) 2015, technical services performed a continuity test on site which indicated a broken black wire. The distal end of the percutaneous lead was replaced without incident. It was reported that no further issues were noted after the patient was back on the grounded power module patient cable. The patient was reported to be asymptomatic at the time of the events.